Manufacturer narrative:
The calibration, qc, pre-analytical data and alarm trace were requested but not provided. The customer reported receiving "reservoir 1 and 2" alarms. The field service engineer (fse) noted a tubing was pinched which caused the reported alarm. He replaced the tubings and the sipper nozzle. The customer verified the instrument's performance by running calibrations and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys ft4 ii assay result for one patient sample tested on a cobas e 801 analytical unit. The initial result was reported outside of the laboratory. The reporter stated that their qc has been erratic for about a month and that they had to rerun the patient samples. They noted multiple discrepant results. The reporter was able to provide one example of a discrepant result: the initial result was 1.77 ng/dl with a repeat of 1.36 ng/dl. The ft4 reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
Na.